Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open, draining sores under the back therapy pads of the lifevest. It was reported that the sores showed signs of infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed oral and cream antibiotics, and advised the patient to dress sores with gauze. Outcome of the irritation is unknown.